Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed. A portion of the 1st revision op notes were provided. The zimmer biomet liner and shell were used in conjunction with competitor's head and stem. Zimmer-biomet has not assessed or confirmed the compatibility of these combinations of devices, and these would be considered off-label usages of these devices. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tm cup, unknown pn unknown ln, unknown depuy head, unknown pn unknown ln, unknown depuy stem, unknown pn unknown ln. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered a dislocation. Dislocation was treated with a closed reduction. Attempts were made to obtain additional information; however, none was available.